Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product identified contact marks can be observed on the mating reamer and the distal tip of the reamer driver. The fracture surface artifacts indicate a ductile torsional overload fracture. The returned product identified conforming hardness and material composition. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial reports were forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial reports were forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Glen augment reamer sz 2 cat#sbgl3702 lot#64602166. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial procedure that the augmented reamer driver fractured off during use with the size 2 augmented reamer. Attempts have been made and additional information on the reported event is unavailable at this time.